Event description:
It was reported that the customer had a low battery alert on the insulin pump. Customer was changing the battery when they received an unexpected restart alarm. Customer's blood glucose level was 85 mg/dl. The battery indicator was reviewed to confirm the low battery alert. Customer stated that the battery did last more than 1 week. Customer was advised to monitor the pump and call if problems recur. Customer removed the sensor and did not want to troubleshoot for sensor issues. Customer performed a self test and passed. It was explained that the pump explained an unexpected restart. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.